Event description:
It was reported that during implantation of the lens in the patient¿s right eye, the lens dislocated and there was posterior capsule tear/rupture. The lens was removed and replaced intraoperatively with a different model iol that was placed in the sulcus. No vitrectomy was performed. The incision was not enlarged and suture was not required. According to the reporter, the likely cause of the event was ¿surgical technique¿. Current patient prognosis was described as ¿excellent prognosis.¿